Manufacturer narrative:
The information in this report was provided by (B)(4) legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported through the filing of a lawsuit that allegedly "on or about (B)(6) 2014...replaced the lateral portion of the patients' right knee with a polyethylene component using a rio knee replacement system. It is further alleged that after the unilateral knee replacement surgery she started to experience laxity on her right knee with periods of buckling, right extremity pain and weakness and developed a jog on ambulation which created the need for a cane to assist in ambulation and affected her balance and ability to perform activities of daily living. It is alleged that on (B)(6) 2016 the patient underwent a unilateral knee replacement revision of her right knee to replace the 9mm polyethylene component..."